Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds; all other electrical values were within range. The lead was explanted and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted supplemental report section h-results code: 213 and conclusion code 71. The correct codes which supersede the previously reported codes are: results 144, 3253 and conclusion code: 77. Final analysis found an external abrasion at 2.7 cm to 2.9 cm from the distal tip. The abrasion likely contributed to the reported capture issues. The abrasion was consistent with exposure to constant friction against another implantable device.